Event description:
It was reported that the pt complains of pain and discomfort. Pt has had an MRI and blood tests. He will be having a bone scan in the next few days. His surgeon will make a decision on his need for a revision.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.